Manufacturer narrative:
Follow-up #1 ((B)(4) 2013)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Meter test date: (B)(6) 2013. Strip test date: (B)(6) 2013.

Manufacturer narrative:
The lay user/patient's product(s) have been returned and evaluated by lifescan product analysis on april 15, 2013 with the following findings:the test strips involved in this case have passed all testing and the complaint was not confirmed. The patient's meter has been returned however product analysis is not yet complete. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6), 2013 the lay user/patient in (B)(6) contacted lifescan to report the one touch verio iq meter was giving 'apply sample' icon during testing. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.